Manufacturer narrative:
The unit is currently performing within quality control specs with respect to controls (accuracy) and reproducibility (precision). Controls were run before and after this incident and recovered within assay ranges. Service was not dispatched for this event. The root cause for erroneous low eosinophil% was based on raw data analysis. All three files displayed a dominant eosinophil population and a minor neutrophil population. These populations are located in the typical neutrophil region in the scatterplot and are touching each other. The algorithm could not perform consistently because the data pattern is on the boundary. The analysis indicated that this particular specimen's data pattern is on the boundary condition; however, the instrument did generate differential flags that alerted the operator to further review the specimen. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for add'l reportable events.

Event description:
Customer reported erroneous differential test results were obtained for one pt when using the coulter lh 750 hematology analyzer. The specimen was retested and similar results were obtained. The test results were reported out of the lab. The physician questioned the results. The original specimen was retested for a third time and obtained high eosinophil%, which was considered to be correct. A manual differential was not performed. A corrected report was issued. No reports of death or serious injury, and no affect to pt treatment as a result of this event.